Event description:
Reporter indicated that vns pt could no longer feel device stimulation and no longer experienced voice alteration with stimualtion, indicating possible device malfunction. It was reported that on the day that stimulation was initiated, the pt was able to feel device stimulation and experienced voice change during stimulation cycles. Later the same day, the pt swiped the magnet over the device and was able to feel magnet mode stimulation. The pt used the magnet to temporarily discontinue stimulation. Upon removing the magnet from the device, the pt felt as though stimulation did not resume as they could no longer feel device stimulation and no longer experienced voice alteration at times when the device was programmed to be cycling. The pt plans to follow-up with their neurologist for device diagnostic testing.